Event description:
As reported, during use with this fogarty catheter, the balloon ruptured. It had been tested prior to use successfully. The issue was solved by replacing the device with the another one with same model number. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of balloon issue was confirmed. As received, balloon was found to be ruptured at central area. Balloon edges did not match at the ruptured region. Both balloon windings were intact. No other visible damage was observed from the catheter. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter".

Manufacturer narrative:
Based on further engineering investigation performed, a product risk assessment was generated earlier to address the balloon rupture with fragmentations failures for thru-lumen models and based on the available information it cannot be confirmed that this complaint is associated to a manufacturing/design defect. Additionally, the units go through a balloon integrity inspection as part of the catheter manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Additionally, investigation findings and conclusion codes were updated (h6 section) in order to better reflect the nature of the finding. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.